Event description:
It was reported the pt was experiencing persistent pain at his ipg implant site. It was also reported that his ipg charge only lasted 4 - 6 hours. The pt's ipg pocket site was relocated to his abdomen and a new ipg was implanted.

Manufacturer narrative:
Eval: results: the complaint was confirmed. Fluid intrusion from cored upper septum allowed signal coupling from active channels to inactive channels and ipg can. Achieving similar levels of stimulation for pt programmed settings required higher current which caused higher battery usage, leading to more frequent charging. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.